Event description:
It was reported on (B)(6) 2015, that a sign im nail implanted to treat a fracture of the right tibia; was replaced.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There is no way to predict a non-union or failure to heal. The first im nail was replaced with a 8mm x 280mm, standard nail using two proximal screws and one distal screw. Sign fracture care international will continue to monitor these events as part of our post market activities.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There is no way to predict a non-union or failure to heal. The second im nail was replaced with a 10mm x 280mm, standard nail using two proximal screws and one distal screw. Sign fracture care international will continue to monitor these events as part of our post market activities.

Event description:
It was reported on (B)(6) 2015, that a sign im nail implanted to treat a fracture of the right tibia; was replaced due to non-union.